Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to the basal rate settings being changed by the health care provider, the customer experienced continuous low blood glucose (bg) levels in the morning. At the time of the reported event, bg level was 112 mg/dl. Although requested, the customer declined to provide additional information regarding the reported issue.